Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system from bipolar to unipolar configuration. Technical services (ts) analyzed device episode data and determined that this was due to right ventricular (rv) lead pacing impedance being out-of-range measured at 2061 ohms. It was noted that this patient was not dependent on pacing. This rv lead remains in service. No adverse patient effects were reporno adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).